Manufacturer narrative:
Patient information was requested, the customer advised this was not available. The manufacturer's service technician replaced the data acquisition pcb to motor controller pcb cable to address the reported issue. The gas delivery system (gds) was returned to the manufacturer for failure investigation. Visual inspection found no signs of damage or contamination. The gds was installed and tested in a test ventilator in an attempt to duplicate the reported issue. No failures occurred.

Event description:
The customer reported the device alarmed vent inop due to a data acquisition pcb adc (printed circuit board/ analog digital converter) reference failure. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed vent inop due to a data acquisition pcb adc reference failure. There was no patient harm. Patient information has been requested.